Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device detachment was confirmed, but the difficult to remove, difficult to position, and physical resistance were not confirmed due to being related to the case circumstances. Based on the visual analysis of the returned devices, there is no indication of a product deficiency. Resistance was reportedly encountered with the hi-torque balance middleweight .014-inch guide wire, additional force was applied resulting in separation of the guide wire into two pieces. Per the warning section of the guide wire instructions for use, if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action, as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a tortuous, 90% stenosed lesion in the proximal right coronary artery (prca). Using a femoral access site, the balance middleweight (bmw) had great problems to pass through the used guiding catheters. First an 8f arrow sheath was used that showed heavy kinking in the groin and aorta. Then a 7f ar4 guiding catheter was used, but it could not be moved together with the guide wire in the sheath. A 6f ar 4 also worked only with heavy resistance. At the end, an 6f al1 guiding catheter was able to place the guide wire under heavy/strong resistance. Turning and torquing of the guide wire was difficult. After positioning the 6f al1 guiding catheter, the guide wire moved from the site hold out of the catheter and could not be pulled back into the guiding catheter. By using more force the guide wire separated into two pieces. One part remained in the site hold of the guiding catheter reaching into the aorta. A balloon was inserted and the separated section was fixed in the guiding catheter by inflating it. The guiding catheter was recovered together with both of the guide wire fragments. The procedure was stopped as the physician thought it would be unlikely that a stent could be advanced into the target lesion. The patient will be transferred to surgery. There was no reported clinically significant delay due to the reported experience. There were no adverse patient effects. No additional information was provided.